Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been hospitalized twice due to low blood glucose levels. The customer stated that during one incident, he went to bed with a blood glucose level of 240 mg/dl and woke up with a blood glucose level of 39 mg/dl. The customer stated that during another incident, he lost consciousness and was ultimately hospitalized. Blood glucose level at the time of admission was 26 mg/dl. The customer reported that he had diarrhea on the day prior to this event. Customer also reported that he had previously experienced low blood glucose levels down to 40 to 50 mg/dl. The customer stated that he would consult his doctor regarding the low blood glucose levels. The insulin pump was not replaced or returned for analysis.